Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 2649 pulses and delivered boluses before deactivating. No errors or abnormalities were observed. The needle mechanism assembly showed no damages or deficiencies that contribute to a needle mechanism failure. The needle mechanism was reset and deployed; no issues were observed. Therefore, the cause of the reported needle mechanism failure event could not be determined. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward when the pod was activated, despite the cannula having deployed and inserted into the patient¿s skin; this indicates a needle mechanism failure. It was also reported that the pod¿s adhesive became loose and the cannula dislodged from the infusion site (unspecified). The pod was worn between 24 and 36 hours. No impact to the patient¿s glucose level was reported.